Event description:
It was reported that during device change out for eri, externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned cut into five segments. Internal insulation abrasion was found at 22.5-23.0cm from the electrode tip. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.